Event description:
The manufacturer received information alleging display board and main board burned component occurred on a simply go. The device was not in use on a patient at the time of the occurrence. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The simply go mini was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, the service technician observed that the device display board and main board burned component and needs replacement. The air side, oxygen side were cracked, sieves were clogged and needs replacement to address the issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was assessed by a third-party service center. This report is being submitted to correct the b5 statement and update related fields.